Manufacturer narrative:
Additional information provided concomitant therapy. Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The balloon was visually inspected, and a tear was identified in the balloon shell at the adaptor junction. The tear was consistent with material fatigue. No other abnormalities were observed. Visual inspection of the pump did not identify any abnormalities and the pump passed the leak testing. The balloon and pump were not functionally tested due to the confirmed tear. Analysis determined that the clinical observations could be confirmed; therefore, a conclusion of cause traced to component failure.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the device suddenly stopped working and the patient experienced recurring incontinence. During the procedure, the balloon was found to have burst. A new aus was implanted, and there were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the device suddenly stopped working and the patient experienced recurring incontinence. During the procedure, the balloon was found to have burst. A new aus was implanted, and the patient is expected to fully recover.